Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle flash blood glucose meter. The customer obtained readings of 380 mg/dl and 88 mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the "c" zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product was investigated and the complaint was not confirmed as the reported failure could not be duplicated during testing. No new issues were observed, although results fell within the "c" zone of the parkes error grid, the results were within the range specification for that product. A replacement meter has been sent to customer.